Event description:
The customer tested his blood glucose using his contour meter and received a reading of 180mg/dl. He retested using another meter and received a reading of 87mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The strips were returned and tested by qa. They read 21mg/dl high out of spec. Retention lot gave satisfactory results.